Event description:
It was reported that the patient had a chronic cerebrospinal fluid (csf) leak since a catheter revision on 2013 (B)(6) (refer to manufacturing report #3004209178-2013-11175 for the previous revision). Two blood patch procedures were done without success. A four inch circumference bulge had developed at the spinal site and surgery was scheduled for overstitching the exit site of the spinal catheter only. Upon exposing the spinal site, only 3-4 cm of the existing 8782 catheter was intrathecal; the remainder of the catheter was coiled up in the spinal incision site. The catheter was spliced on to the existing 8780 proximal segment of the catheter and the infusion rate was restarted at the pre-operative rate after priming for the newly implanted catheter length only. As a result of the event the patient required hospitalization. It was reported that there were no symptoms or complications associated with the event. The device system was used to deliver gablofen. It was later reported that the patient hadn¿t come back for a follow up clinic visit but had been discharged on 2013 (B)(6) and therefore the clinician was unable to give follow up information yet.

Manufacturer narrative:
Product ID 8782 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter passed all testing. It was returned in segments and it was noted there was a slice seen on the anchor; however, it may have been likely done during explant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.